Manufacturer narrative:
Eval summary: product was visually inspected and no non-conformities or abnormalities were noted. The product was examined per length specification and the heat exchanger was found to be too long. The product was out of specification.

Event description:
During device set-up it was reported that the disposable could not be placed securely into the hardware. The heat exchanger of the fluid warming infusion set was too long. No pt injury or adverse event was reported.